Manufacturer narrative:
(B)(4). The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date , patient underwent procedure for percutaneous endoscopic gastrostomy (peg) tube placement. On an unknown date the patient developed a stoma site infection that required treatment with (5) five days of an unknown antibiotic. The stoma infection was healing well